Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd board.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the insulin pump went blank when starting up after inserting a new battery. The insulin pump was returned for analysis.